Event description:
It was reported that during a procedure it was notice that the threads inside this ar-9510-08sm, trial are compromised.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the internal thread was found to be damaged. The area surrounding the threaded hole is dented. A likely cause is user-applied mechanical forces.